Event description:
Pt in hosp for intra-cranial bleed. Ventilator went into alarm and displayed "device alert/service required". No apparent interruption in ventilation. Diagnostic log: d18805 (assertion failure, zb0059 (loss of bd communications), lp0087 (unexpected reset umpire test). Info log: zc0077 (network message received timeout), s00010 (settings transaction failed), zc0066 (invalid comm data), lb0083 (init resume gui communications), s00011 (setting transaction succeeded).